Event description:
The olympus field service engineer reported (on behalf of the customer) that there was an e03-excessive pressure alarm while using the high flow insufflation unit. The issue occurred during a therapeutic procedure. The procedure(laparoscopic cholecystectomy) was completed with a similar device, and without delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty main board causing error e03. In addition to the faulty main board, the additional evaluation findings are as follows: error code e05 also due to a faulty main board the investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the cause of the e03 and e05 errors was the faulty main board. The main board was replaced to return the device to specifications. Based on uhi4 technical guide (troubleshooting): e03 indicates tube pressure sensor error, and e05 indicates abnormal back up data. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause of the e03 (overpressure alarm) and e05 was unable to be determined; however, the error codes were likely caused by a faulty circuit board. Additional potential causes of the error codes were the following: - overpressure occurred due to failure of the device. - even though overpressure did not occur, measured pressure became high value. - tube clogging occurred. - air feeding was conducted with another gas source. - anesthesia was decreasing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the legal manufacturer's final investigation. As a result of confirming instruction manual and the product labeling, there was no abnormality that leads to the phenomena. Olympus will continue to monitor field performance for this device.